Event description:
Device report from synthes reports an event in japan as follows: it was reported that on may 30, 2022, the patient underwent the open reduction internal fixation with the tfna augmentation for the fracture of the trochanteric femur. After insertion of rag screws, the nurse started to mix the cement and repeated the process of twisting the wrist 90 degrees up and down at least 20 times to mix as usual. The nurse turned the handle to the right in order to push the valve up; however, at some point the handle became impossible to turn. Although the surgeon also tried to turn the handle, the handle did not turn. The surgeon thought that the valve might have been raised unintentionally, so that the surgeon turned the handle to the left maximum extent feasible and pulled the handle to lower the valve. However, the handle did not move. The surgeon opened the lid to push the valve and adjust the mixing device. It took approximately five minutes from the start of mixing. However, the cement had already been hardened to the point that it could not be moved without scraping it out with an elevator. Therefore, the surgeon determined that the cement could not be used and fixed only with the tfna. According to the nurse, the nurse had the impression that the cement mixture was much stiffer than usual from the time the cement was being mixed. The nurse did not spill the liquid and could not find any element of hardening. The nurse checked the temperature control sticker on the box, and the sticker was white. Therefore, the temperature did not seem to be the cause of this event. The sales rep had a previous experience where when a nurse spilled about 1/3 of the hardening solution and had difficulty in injecting it because it was unusually hard, even though the nurse was doing the correct mixing operation. The sales rep guessed that there was a possibility that the amount of the hardening solution was low. The surgeon required the report if there are any similar cases of this event. No further information is available. Concomitant device reported: unk - screws: lag(part# unknown; lot# unknown; quantity: unknown) this complaint involves one(1) device traumacem v+ bone cement injectable. This is report 1 of 1 for complaint pc-001133581.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.